Event description:
During use of the device for a non-clinical activity, the user reported the knob on the back of the pole clamp came apart when it was tightened. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.